Event description:
The reporter indicated suspected oversensing in the device. The chronolog printouts faxed to co indicated one episode of appropriately detected and treated vt (ventricular tachycardia) and two episodes of inappropriate shock delivery into normal sinus rhythm/pacing (double counting of the r wave and single sensing of the t wave). Co's on-site engineer walked the physician through the reprogramming of the sensing margin (2.7 to 3.5:1) and this resolved the oversensing according to the physician.